Manufacturer narrative:
There is no suspected device failure. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. It could not be confirmed if the guidewire in question which caused the pericardial effusion was the one provided with the torflex transseptal guiding sheath. As such, baylis medical has decided to submit this report. Device not returned to manufacturer.

Event description:
The torflex transseptal guiding sheath was used for transseptal puncture during a procedure. Following right femoral venous access, the physician proceeded with the standard two step drop down of the sheath/transseptal needle assembly into the right atrium. The sheath slipped inferiorly and inadvertently crossed the atrial septum. After viewing placement on intracardiac echocardiography (ice) and fluoroscopy, a guidewire was advanced into the left atrium and inadvertently perforated the posterior wall of the left atrium at the transverse sinus. A pericardial effusion was confirmed on ice. All devices were removed from the patient and the case was discontinued. The physician stated that he believes the complication was due to abnormal anatomy and was not exclusively an issue with the device. It could not be confirmed if the guidewire in question which caused the pericardial effusion was the one provided with the torflex transseptal guiding sheath. As such, baylis medical has decided to submit this report.